Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the guide wire exit notch was torn and leaked which is likely what the account perceived as the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the procedure was to treat a pulmonary artery. It should be noted that the cdc, trek rx and mini trek rx, global, instruction for use states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported compliant. The investigation determined the noted tear in the guide wire exit notch, leak and reported balloon rupture appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the pulmonary artery. A 4.00x30mm trek rx balloon dilatation catheter (bdc) was advanced and inflated one time to 6 atmospheres (atm) when a balloon rupture occurred. The bdc was removed, and a second, same size trek bdc was advanced. The second balloon was inflated one time to 6 atmospheres (atm) when this balloon ruptured as well. A third, same size trek bdc was used without issue to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 1494 clarifier: incorrect anatomy. The additional trek rx balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.